Event description:
During a 3rd, 4th and 5th metacarpal orif, a cannulated screw was placed in the 3rd finger. During the placement of the screw with a screwdriver, the head of the screwdriver broke off into the cannulated screw. They were able to get the head of the screwdriver out with a k-wire so that nothing was left in the pt that was unnecessary. This happened three different times with three different screwdriver heads.